Event description:
A remote alarm device was returned to the MFR for preventative maintenance. There was no report of patient harm or injury.

Manufacturer narrative:
During the eval of the remote alarm device, the MFR determined the device's audible alarm was not functioning. The device's pca was replaced to address the issue. If the remote alarm (optional accessory) was used in conjunction with a ventilator, the ventilator would continue to provide therapy and audibly alarm for patient events. Awaiting customer approval for estimate.